Event description:
This is a patient with recurrent breast cancer and is in need of chemotherapy. An infuse-a-port was previously placed this year, which unfortunately was noted to have a leak. She was taken back to the operating room and the leak site was resected and reattached to the port without removing it one week later. The patient did well, but noted to now have another leak somewhere else. At this point, the patient was taken back to the operating room. Risks, benefits, and complications were discussed with her, as well as the fact that we would do a portogram the next morning before she went home. The patient agreed to proceed and the port was removed six days later and a new port put in. The port was tested, and it was noted that there were two puncture sites at the distal end of the catheter.